Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire tip remains in the patient's anatomy. Device issue: guide wire tip separation. It was reported that the asahi prowater 300 guide wire was being used in the laser treatment of a in-stent restenosis (isr) (wall stent) which was deployed in a heavily calcified superficial femoral artery (sfa). Upon removal of the laser catheter, there was resistance noted between it, and the prowater guide wire. However, the laser catheter was removed and a new laser catheter was advanced over the guide wire, during advancement of the new laser catheter, there was resistance and the catheter stopped, and could not be advanced any further. After this, the tip of the guide wire was noted to be detached and in the patient's sfa. A snare device was used in an attempt to remove the separated guide wire tip; however, was unsuccessful. Then, a .035 guide wire was used in an attempt to move the separated guide wire tip, and this was also unsuccessful. The detached guide wire tip remains in the patient's anatomy. The patient is in stable condition and there are no plans to remove the separated guide wire tip in the future. No additional event or patient information is available.

Manufacturer narrative:
It is presumed that some damage to the prowater guide wire occurred due to unspecified circumstance, when the first laser catheter was removed against resistance, and/or, when another laser catheter was advanced again with resistance, followed by the breakage of guide wire. The IFU, describes "if any resistance is felt while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire, stop the procedure. Determine the cause of resistance under fluoroscopy, and take appropriate remedial action. The guide wire may break or become damaged, which may result in fragments being left inside the vessel." As possible complications "separation or breakage of the guide wire" is described.